Manufacturer narrative:
Based on a review of the medical records, the patient was treated for three midline ventral umbilical hernias with bard composix mesh products. There were no infections or post op complications noted. The patient was treated in 2003 for a recurrence that occurred between two areas of small bowel that were adherent to previously placed mesh. The patient had also had adhesions lysed during the implantation of the three bard meshes in 2002. During the recurrence repair, there was a partial explant of mesh, however it is unclear which mesh was affected. While there is no indication that the bard mesh products contributed to the adhesions or recurrence, they are listed as possible adverse reactions in the product's instructions for use. Eight years post implant, the patient was treated for an enterocutaneous fistula with an extensive contamination forming abscess and infection of the mesh. A large piece of mesh was explanted. There was no pathology report for explanted mesh. Although infection is stated as a possible adverse reaction in the product's IFU, the medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard meshes. Based on the information available, it is unclear whether the bard mesh have been contributed to the alleged event. No samples have been returned. No conclusion can be drawn at this time. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information provided. Refer to MDR 1213643-2011-00136 and 1213643-2010-00523 for the two other meshes implanted on (B)(6) 2002.

Event description:
Based on a review of medical records provided by patient's attorney: on (B)(6) 2001 - laparoscopic appendectomy with two drains place. Necrotic appendix. Severe gangrenous necrosis. On (B)(6) 2002 - laparoscopic repair of three ventral midline upper abdomen incisional hernia repair with three bard composix meshes. Adhesions taken down. On (B)(6) 2003 - laparoscopic assisted open ventral umbilical incisional hernia repaired with bard composix kugel mesh. Lysis of adhesions performed. Partial excision of previous mesh. Unremarkable insertion tack and closure. On (B)(6) 2010 - enterocutaneous fistula status post abdominal repair with prosthetic mesh. Colon resection. Small bowel resection. Adhesions taken down. Repair made with biologic xenograft dermal matrix. Removal of infected mesh. Colostomy performed. Large area of infection that involved peritoneal space noted.